Event description:
Pt had c-section. Returned to room and pca morphine began at 2350. Pain scale was a 2 throughout recovery period until 0435. The 2nd vial was put up at 1130. The 3rd vial was up at 0400. The pca was d/c'd at 0745 the next day with 28cc left. No other documentation regarding pain.